Event description:
(B)(4). Initial report: this spontaneous case report from (B)(6) was reported by clinic personnel (profession unknown) to our local affiliate ((B)(4)). This case was initially assessed as non-serious, but has been reassessed and upgraded to serious, medically important. This case involves a female patient who received her first treatment with poly-l-lactic acid (sculptra) two years ago, and received her second treatment 1 year ago. Relevant medical history was not mentioned, but the patient has no coexisting medical conditions and takes no concomitant medications. Over the past year, the patient has developed a gradual onset of granulomas and lumps. These run from her tear trough to her ears, and back to her jaw on both sides of her face. Some of the lumps are bigger than a "10p piece," particularly on her cheek bone. Corrective treatment: if any, was not specified. The patient is due to see a cosmetic surgeon on (B)(6) 2009. Event outcome was not reported. (B)(4). Reporter's casuality assessment: not provided.